Event description:
Specialty health network representative reported 31g pen needle broke in customer's skin during injection. Appointment was made to have the needle removed, but not sure if the patient went to have it removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded one other complaint for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.